Event description:
Complaint received via repair list. Siroforce ticket no. (B)(4). According to customer "the length measurement is no longer functioning reliably¿or, in some cases, not at all". Outcome of patient injury is pending. Device pick up arranged by technical support. Based on this statement we will open additional complaints. (B)(4) - serious-incorrect measurement-1 patient, (B)(4) - 16 serious- incorrect measurement - multiple, (B)(4) - non-serious - no maesurement - 1 patient, (B)(4)- 15 non-serious - no measurement - multiple, furthermore 2 complaints for no measurement-non-serious. USA: reportable EU: reportable in germany not reportable in any other country as requested in 9000-cop-15-018 21.05.2026 sg chu: 1st request for details and injury. - see attachment - 21.05.2026 sg chu: reply from customer "over the past four to six months, there have been repeated instances of glitches or complete failures in the length measurement system. It is difficult to put a figure on the number of patients affected. Perhaps 30. No patients were injured." Based on this statement, we will open in total 31 complaints. 16 serious and 15 non-serious. Furthermore, we will change the failure code form incorrect measurement to program function erratics".

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.